Manufacturer narrative:
Additional information (11-sep-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer. Hsc concluded the cause of the event is consistent with the presence of gel or fibrin in the integrated multi-sensor technology (imt) system. The issue was resolved by running warm water through the system which was considered a standard troubleshooting. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00191 was filed on 08-sep-2023.

Event description:
Three (3) discordant falsely depressed potassium (k) patient sample results were obtained on a patient sample on a dimension® exl¿ with lm integrated chemistry system. The falsely depressed patient results were not reported to the physician. The same sample was auto reprocessed on the same dimension® exl¿ with lm integrated chemistry system and a falsely depressed result was obtained. The same sample was reprocessed on the same system and a falsely depressed result was obtained again. The sample was auto reprocessed, and the higher result obtained was considered correct, reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed potassium (k) results.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding three (3) falsely depressed potassium (k) results obtained on a dimension® exl¿ with lm integrated chemistry system. Siemens is investigating the event.